Event description:
Animas ping medical insulin pump stopped working. Patient was not near any replacement batteries (was sailing a sailboat away from shore). Bright sunlight prevented patient from seeing the pump screen and heard the alarm, but did not know what it was for. Hours later, patient was able to correct pump defect and check blood glucose levels which were in excess of 500 mg/dl. Diagnosis or reason for use: diabetes. Event abated after use stopped or dose reduced: yes.